Manufacturer narrative:
H3/h6: the system was serviced in the field and the ssd was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received for analysis. In summary, there was insufficient information provided to determine the root cause of the reported behavior and whether software contributed to the event. Previously reported codes, b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no parts have been returned for analysis. Continuation of d10: product ID: 9735670, (serial: (B)(6)), implant date n/a, explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during a case, the system became unresponsive when using the touchscreen during registration. The representative switched to using the mouse and "worked for a little bit" then became unresponsive again. The representative tried multiple reboots and complaint persisted. The representative tried deleting patient scans without resolution. The representative reported it happened on multiple patient scans. The representative brought in a different system and continue with the case.

Manufacturer narrative:
H3, h6) the product ID: 9736411, lot number: (B)(6), was returned for analysis. The returned solid-state drive (ssd) was tested and functioned as intended. The analyst was able to navigate in the navigation system's application as 'administrator' without any issues. Multiple restarts and shutdowns were performed. The ssd passed applicable testing. No faults were found. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. H3, h6) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.